Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no interaction with cardiac structure and no any angulation/kink noticed in the delivery system, and 9f size for the delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 14mm amplatzer septal occluder was chosen for implant, using 09f amplatzer trevisio delivery system. During deployment, the device was observed to deform to a cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed, and a replacement 13mm amplatzer septal occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.